Event description:
Rn and assistant were using the lift to move pt out of bed to the restroom. Lift broke and dropped pt. Nurses were unable to prevent injury. Pt's right foot lacerated. Lift removed from svc and pt treated.